Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that upon deployment of the 8fr angio-seal, the anchor disconnected from the plug and the suture gave way. The patient was stable, and the procedure outcome was successful. The estimated blood loss was less than 250cc's. There was no patient injury or medical intervention required. Additional information was received on 01december2021: the procedure performed was an aneurysm coiling (cerebral). A pre-deployment angiogram was performed. The anchor was separated from the collagen. Hemostasis was achieved by manual pressure.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 8fr angio-seal vip was returned for product evaluation. The returned sample included the header bag, arteriotomy locator, hemostasis sheath and carrier tube assembly. The returned sample was covered in blood-like substances. The returned sample as subjected to visual analysis. The hemostasis sheath was mated to the carrier tube assembly and the locking mechanism was set to rear lock position. The collagen, tamper tube and clear stop were fully released from the tip of the hemostasis sheath. The collagen was observed to be in tamped position. The anchor was not attached to the suture or collagen. No other signs of visual damage or deformation were observed on the returned sample. The tamper tube was moved to the tamped collagen to determine how far it had been pushed. The distal end of the black compaction marker was observed. The complaint can be confirmed for anchor detachment. The exact root cause cannot be determined. The likely root cause is over compaction with the tamper tube. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the fmea.